Event description:
Related manufacturer reference number: 3006705815-2022-14600. It was reported that the patient¿s therapy is decreasing on its own and experiencing shocking sensation following a fall and fracturing 3 ribs. Diagnostics revealed high impedances. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Patient weight is estimated. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.